Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device md7044, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a peritoneal dialysis procedure on (B)(6) 2019 and suture was used. The needle pull off the suture during the procedure. Another device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.